Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded an alert for remote monitoring disabled. There was a data discrepancy as the eri date was (B)(6) 2000 and the remote monitoring disabled alert occurring on (B)(6) 2025. Technical services (ts) was consulted, and upon review it was noted that the alert occurred due to a high battery impedance condition. Ts noted that the battery capacity will continue to decrease and recommended device replacement. The physician opted to explant and replace this device. No additional adverse patient effects were reported. This device has not been returned.